Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient's son contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). Per csr documentation, it is not known when the alleged issue began. On an unspecified date and time, the reporter stated the patient obtained the following blood glucose results with the subject meter: "350, 214, 245, 60, and 65 mg/dl". It is not known if the blood glucose tests were performed on multiple days or if the tests were performed consecutively throughout the same (unknown) day. In addition to oral medication (type unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise. The reporter denied that the patient made any changes to his regimen after the alleged issue began. Prior to the alleged issue (date and time not specified) the reporter claimed that the patient experienced symptoms of dizziness, headaches, and weakness. For an unspecified reason, on (B)(6) 2010 (time unknown), the reporter stated the patient went to the emergency room (ER). The reporter claimed that the patient obtained a low blood glucose result (possibly a "46 mg/dl") with the ER's meter. During the patient's time in the ER, the reporter claimed that a health care professional administered treatment to the patient; however, the type of treatment is unknown. At the time of troubleshooting, the csr noted the reporter did not have the subject meter at the time of the call. The csr also noted that the patient was using expired test strips during the time of the alleged issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms. On (B)(6) 2010, the reporter claimed that the patient received treatment from a health care professional.